Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that since the implant, the chronic left ventricular (lv) lead showed high and fluctuating pacing impedance. Follow-up indicated that there was no intervention. The lv lead remains in use. No patient complications have been reported as a result of this event.